Event description:
Per the clinic, CT imaging revealed an extra cochlear placement of the electrode array. The device was explanted (B)(6) 2013, and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This report is filed december 13, 2013.